Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead. All fdd, fdp, and fdc codes applied to all of the following- pli 10: ins, pli 20: lead and pli 30: lead.

Event description:
Information was received from a manufacturer's representative regarding a patient who was implanted with a neurostimulator. It was reported that the patient had their stimulator and leads removed due to infection. No further complications reported.